Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient's ipg had not reached end of life, however following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices.

Manufacturer narrative:
Correction: b5 - patient's ipg did not reach end of life, unable to communicate after a surgery correction: h6 - medical device problem code updated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.